Event description:
It was reported that the patient passed away due to sepsis. It was stated that the outcome was not device or therapy related. The patient suffered from a fulminant sepsis which was related to the outcome at least. The patient expired in an external hospital. No driveline/device infection was mentioned at time of outcome. The septic etiology was unknown. An autopsy was not performed. The pump was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.